Event description:
A report was received that high impedances were noted on the lead. The patient underwent a procedure wherein one of the leads was replaced due to a suspected malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description:linear st lead, 50cm.

Manufacturer narrative:
Sc-2218-50 (sn (B)(4)) device evaluation indicated that visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50(sn (B)(4)) as no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that high impedances were noted on the lead. The patient underwent a procedure wherein one of the leads was replaced due to a suspected malfunction. The patient was doing well postoperatively.